Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report from a nurse in the USA of peritonitis and "colon issue" in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the nurse reported the following. On an unreported date, the patient experienced "colon issue" (unspecified). Treatment was not reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment and outcome were not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of "colon issue".

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.